Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump indicated the cartridge was empty, however the nurse stated the cartridge was full.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump indicated the cartridge was empty, however the nurse stated the cartridge was full.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. (Updated h6 event problem patient code). Device evaluation (completed 14-apr-2022): one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate accuracy tests and found that the device was over delivering to manufacturing specifications. The expulsor assembly was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.